Event description:
Date notified: 04/17/2000. A model 754 ventilator failed numerous times during operation. The lcd screen went blank & the unit shut down. An inspection revealed a weak battery pack, that would not maintain a proper charge. No death or serious injury resulted from this malfunction.